Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a 300 cm non-bsc guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was selected and advanced for dilatation. On first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a 3mm x 2cm coyote¿ nc mr balloon catheter. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).